Event description:
A peritoneal dialysis nurse reported to a baxter sales representative instances of issues related to the 10.4 software version of the homechoice device including low drain volume, low ultrafiltration (uf) and the machines freezing at the end of the program. Within the report, the nurse cited an event involving a pediatric male patient who was hospitalized after the homechoice device reportedly stopped at a patient's fill 8 of 8. The patient reportedly experienced an increased blood pressure (unknown level). During a follow up call on (B)(6) 2012, the facility nurse provided the following information: the nurse confirmed the home choice machine stopped during fill 8/8 and did not drain. As a result of this event, the patient reportedly absorbed additional fluid causing the patient's blood pressure to elevate. The patient was hospitalized on an unknown date in (B)(6) 2012 due to the elevated blood pressure. The patient was treated for elevated blood pressure issues (interventions unknown) and was dialyzed during his hospitalization. It is unknown if lab tests or procedures were performed. The patient outcome is unknown. The nurse declined to return the device to baxter for evaluation as the clinic planned to see the patient on (B)(6) 2012 to determine if the home choice repeated the same event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The serial number was unknown. The reported issue with regards to the device could not be confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.